Event description:
It was reported that the dexcom g6 stopped connecting after the user accidentally selected ¿replace sensor,¿ resulting in a pairing failure that left the cgm not paired; support guided the user to toggle the sensor setting and re-pair the sensor, after which connectivity was restored. Symptoms included loss of glucose data availability due to cgm disconnection. Outcomes included temporary interruption of continuous glucose monitoring without medical intervention or hospitalization. Investigation included a customer interview and guided troubleshooting focused on software settings and pairing workflow. Investigation of this case revealed user-initiated configuration leading to a pairing failure between the cgm and the system, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to sensor replacement workflow and connectivity re-pairing.